Event description:
Pt reported obtaining back-to-back blood glucose results of 384 mg/dl, 143 mg/dl, and 108 mg/dl, while using the suspect device. The following day, pt reportedly performed an additional set of back-to-back tests with results of 131 mg/dl, 193 mg/dl, and 104 mg/dl. Pt indicated that therapy was not modified based on these results. No pt injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.